Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent got dislodged inside the guide catheter. During preparation of a synergy¿ drug-eluting stent, it was reported that the tech disrupted the stent placement. Subsequently, upon advancing the device through the guide catheter, the stent got dislodged in the guide catheter. No patient complications were reported.